Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified and non-tortuous left anterior descending artery (lad). The lesion was not pre-dilated. This 3.50x20mm taxus liberte was advanced over a pt2 guide wire; however, the stent delivery system (sds) was unable to cross the lesion. The physician attempted to remove the sds from the patient but experienced resistance within the guide catheter. The sds was able to be removed; however, the stent dislodged from the sds during removal. The stent might remain in the femoral artery, the physician is "not sure." No actions were taken regarding the dislodged stent and no patient complications were associated with this event. The procedure was completed with a different device. The patient is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified and non-tortuous left anterior descending artery (lad). The lesion was not pre-dilated. This 3.50x20mm taxus liberte was advanced over a pt2 guide wire; however, the stent delivery system (sds) was unable to cross the lesion. The physician attempted to remove the sds from the patient but experienced resistance within the guide catheter. The sds was able to be removed; however, the stent dislodged from the sds during removal. The stent might remain in the femoral artery, the physician is "not sure". No actions were taken regarding the dislodged stent and no patient complications were associated with this event. The procedure was completed with a different device. The patient is stable.

Manufacturer narrative:
The complaint device was returned for analysis without the stent component. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The complaint indicates the user attempted to pull the device back into the guide catheter. The dfu states "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).